Event description:
It was reported that the catheter was received damaged during shipping. Follow up indicated that the outer package was bent in half and torn. The sterile shipping tubing of the catheter was completely severed in half and the catheter was hanging out. The catheter was not able to be used.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. There was no outer shipping box returned. The catheter was received in a broken shipping tube. The gray shipping tube is broken 34cm proximal of the bottom end of the gray tube. The balloon and windings were found to be in good condition, and the catheter tube is bent at the same location as the broken shipping tube. The damaged gray shipping tube appears to have occurred during shipping to the customer. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.